Event description:
It was reported to boston scientific corporation on (B)(6), 2009 that an extractor rx retrieval balloon was used during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6), 2009 involving a male over 70 years old pt. According to the complainant, during the ercp procedure, the extractor balloon was inflated to 12 mm within the common bile duct. The physician made a sweep of the duct to remove a stone. The physician then pulled the inflated extractor balloon from the common bile duct and into the ercp scope. When the balloon came into contact with the ercp scope, it burst. A second extractor balloon of the same type was used to complete the procedure. There were no pt complications reported as a result of this event. The pt's condition at the conclusion of the procedure was reported to be "fine".

Manufacturer narrative:
The complaint indicated that the device has been disposed of and will not be returned for eval; therefore, a failure analysis of the complaint device could not be completed. If any further relevant info is identified, a supplemental medwatch will be filed. (B)(4).